Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17647939m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system. Soundstar eco catheter: model #: m-5723-17, lot #: e8047609. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter. While connecting the smart touch bidirectional catheter to the cable which was connected to the patient interface unit (piu), noise was displayed on the carto 3 system and the recording system. The map cable to the piu was reconnected. Then the cable was replaced. The ground cable connection was checked and the piu was rebooted. These troubleshooting efforts were unsuccessful. The catheter was exchanged and the issue resolved. The procedure was completed with no patient consequence. Clarification on the event was requested and the response received states that there was no ECG signal available to monitor the patient¿s heart rhythm during the noise issue. This event has been assessed as a reportable malfunction as the inability to monitor the patient¿s ECG rhythm while devices are intra cardiac might lead to undetected cardiac rhythm that could be life threatening.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/23/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a procedure with a smart touch bidirectional catheter. While connecting the smart touch bidirectional catheter to the cable which was connected to the patient interface unit (piu), noise was displayed on the carto 3 system and the recording system. The map cable to the piu was reconnected. Then the cable was replaced. The ground cable connection was checked and the piu was rebooted. These troubleshooting efforts were unsuccessful. The catheter was exchanged and the issue resolved. The procedure was completed with no patient consequence. Clarification on the event was requested and the response received states that there was no ECG signal available to monitor the patient¿s heart rhythm during the noise issue. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. However, the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the noise observed cannot be confirmed. The tc failure is detectable in production, mitigating this failure from reaching the customer. However, despite all the controls put in place during the manufacturing of a device, inadvertent pu winking on tc wires can cause these wires to break in field, during a procedure, because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any patient safety impact.